Event description:
To correct scoliosis a rigid construct with 8 screws and long lever arm were used. The rod fractured bi-laterally at l2 after another extension was added to correct the spreading scoliosis.